Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, pressure had to be put on the radiofrequency (rf) connector to get intermittent telemetry. The printed circuit board assembly was loose. Concomitant products: product ID 2067 radiofrequency head. (B)(4).

Event description:
It was reported that communication was unable to be maintained between the programmer and the programmer rf (radio-frequency) head. Pressure had to be put on the rf head connector on the programmer to get intermittent telemetry. At times, it took 5-8 seconds to get it to work. The rf head was replaced, but the issue continued, and two different rf heads worked fine on another programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.